Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
The device was not relocated and remains in use.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited t-wave oversensing (twos) and undersensing. It was noted that this issue would unlikely be resolved with reprogramming and therefore it was advised that the icm be relocated to a position with better r-waves and lower t-waves. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.